Event description:
This lead was implanted on (B)(6) 2002. A call to technical services on (B)(6) 2011, states that the patient's pocket is infected. The physician is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).